Event description:
Same case as MDR ID# 2134265-2013-05707. It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The target lesion was located in a heavily calcified and severely stenosed middle of right circumflex artery and distal right circumflex artery. The target lesion located in the distal right circumflex artery was treated with pre-dilation using a non bsc balloon followed by placement of a 2.75x32mm promus premier stent at 15 atm. Post dilation was performed with the same promus premier balloon and the balloon ruptured. The target lesion in the mid right circumflex artery was treated with pre-dilation with a non bsc balloon to 20 atm. The target lesion was pre-dilated again with an nc quantum apex balloon, the apex inflated twice to 18 atm then the balloon burst. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the stent had detached from the balloon and was not returned for analysis. The balloon was partially inflated with residues of blood indicating a leak was present at the time of the procedure. An attempt was made to inflate the catheter with an encore inflation device when a leak was noticed at the hub. The hub was cracked from the strain relief causing the leak. Due to this leak it was not possible to assess the remainder of the device for another leak of the inflation lumen/ balloon. The balloon was microscopically examined and a pinhole was identified at the middle of the balloon. A minor kink was noted at the outer tubing. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID# 2134265-2013-05707. It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The target lesion was located in a heavily calcified and severely stenosed middle of right circumflex artery and distal right circumflex artery. The target lesion located in the distal right circumflex artery was treated with pre-dilation using a non bsc balloon followed by placement of a 2.75 x 32 mm promus premier stent at 15 atm. Post dilation was performed with the same promus premier balloon and the balloon ruptured. The target lesion in the mid right circumflex artery was treated with pre-dilation with a non bsc balloon to 20 atm. The target lesion was pre-dilated again with an nc quantum apex balloon, the apex inflated twice to 18 atm then the balloon burst. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.